Manufacturer narrative:
Updated b5.

Event description:
A malfunction alarm was reported. There was no recorded impact on the customer's blood glucose level. The pump was reset to resolve the issue.

Event description:
A malfunction alarm was reported. There was no recorded impact on the customer's blood glucose level. No additional information was provided.